Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a tortuous right coronary artery. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilation. However, when the balloon was inflated at 16 atmospheres, the balloon ruptured. No patient complications were reported.